Event description:
No further information has been attained.

Event description:
It was reported that a vns patient had a battery change recently and was implanted with a m103, and was programmed back on to previous settings. The patient was in the office for a follow-up appointment, when a error message was received. The message on the handheld said something about the programmed current possibly not being delivered. The patient was programmed to 3.25/15/250/7/0.3 magnet 3.5/21/250. A system diagnostic test was performed and the results showed low output /3.0 ma/ok/2786/no. Three more diagnostic tests were performed and the same results, although the impedance values did fluctuate between 2600 and 2800 ohms. This meant that the generator can only deliver 3.0 ma rather than the 3.25 ma the patient is programmed to. There is no malfunction suspected with the device and that every battery is slightly different which is possibly why the previous generator was able to deliver 3.25 ma. In order for the patient to get the same amount of therapy, the suggested programming would be to lower the output current to 3.0 ma and increasing the pulse width to 500 usec. Good faith attempts are underway for further details about the reported event.

Manufacturer narrative:
Suspect medical device: omitted: serial number, lot number, expiration date.